Manufacturer narrative:
Unit was installed in 2014 and service maintenance instructions have not been followed.

Event description:
While using a lift system, the locknut on the roller assembly on the trolley backed out and the lift fell on the patient.